Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient had an electrode contact that was ¿out.¿ it was confirmed that when contact 15 was paired against any other contact the impedance values were greater than 10,000 ohms. The manufacturer representative stated that they have programmed around contact 15. It was further reported by the patient via manufacturer representative that their implantable neurostimulator (ins) pocket area got warm/hot one time about two and a half weeks ago when the battery level got low. The manufacturer representative stated that the issue wasn¿t related to charging and that they would monitor the issue. It was noted that the patient recently had their ins replaced and would be charging more with the new device if all other things were equal. Additional information provided on 2016-nov-23 reported that no actions or interventions had been taken to address the high impedances or heating sensation at the ins site. The manufacturer representative sta ted that they would call back with details if the issue happened again. It was noted that the cause of the issues weren¿t determined. Indications for use are spinal pain and herniated disc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.